Manufacturer narrative:
The source of the reported clinical observations was not identified. The boston scientific sales representative could not provide further details or confirmation if the device was in fact removed from service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in pacing impedance measurements from 650 ohms to 1000 ohms on the right ventricular (rv) channel and continues to steadily increase. Sensing measurements were within normal limits and there were no episodes of noise. The patient was being monitored and approximately two months later, the patient passed out due to intermittent loss of capture which resulted in a 2-3 second pause in pacing. A boston scientific sales representative could not reproduce any noise with isometrics or pocket manipulations. A temporary pacemaker was placed and the associated rv lead was removed from service and replaced with a competitive lead. It is suspected that this device was also replaced during this procedure with a competitive device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the associated rv lead had sustained a fracture. A revision procedure was performed and the lead was removed from service and replaced with a competitive lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.